Event description:
It was reported intermittent occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. The customer changed supplies and resumed insulin therapy. Reportedly, the customer was using lyumjev brand insulin, tandem technical support educated the customer this is off label insulin use.